Event description:
It was reported that a patient underwent a laminectomy procedure on (B)(6) 2022 and suture was used. The needle popped off the suture prematurely. A different suture was used to complete the procedure. There were no adverse consequences for the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was received: additional information requested: were x-rays performed to localize the needle? The needle was never lost. The surgeon had control over the needle the entire time. Was the needle removed from the patient? Yes. Was the procedure completed successfully? Yes. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).